Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to (B)(6) on (B)(6) 2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. She denied any complication during insertion. Her complaints started 6 months after procedure. The consumer experienced lower back pain, arthralgia, loss of libido, tiredness, memory loss, concentration problems, vision problems, tingling, and sleep apnea. On unspecified date she had irregular bleeding or breakthrough bleeding. Those events led her to work-related problems and relation and/or family problems. On an unspecified date she contacted her physician and had appointments with a physical therapist. Blood test was performed; however, the results were not provided. Essure removal was planned. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and, 6 months later, experienced lower back pain. Essure removal was planned. Lower back pain is listed in the reference safety information for essure. Pelvic, abdominal, groin, back pain of varying intensity and length of time may occur and persist following essure placement. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 29-sep-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and, 6 months later, experienced lower back pain. Essure removal was planned. Lower back pain is listed in the reference safety information for essure. Pelvic, abdominal, groin, back pain of varying intensity and length of time may occur and persist following essure placement. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected.